Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion at incision. The lead was visible on the outside of the body. The implantable pulse generator (ipg) system was explanted and cultures sent to the laboratory. No further patient complications have been reported as a result of this event.